Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with angina pectoris. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending artery (lad) or apical artery. Pre-dilatation was performed with a 2.0mm balloon catheter. Imaging showed arteriosclerosis with calcification. A 2.25 x 32mm synergy xd drug-eluting stent was having resistance in advancing and was pushed in strongly but did not go beyond the lesion. The device was removed and additional dilatation was done again. The synergy stent was re-inserted and resistance was felt at the y-cone, furthermore, the distal edge of the stent was rolled up when it was removed from the body. The procedure was completed with another of the same device. There were no patient injuries reported.